Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, the device passed functional and bench testing. It was also noted that the display does not stay elevated.

Event description:
It was reported the programmer crashes and doesn't seem stable. The programmer was returned for repair. No patient involvement was reported.